Event description:
Procedure: laparoscopic hernia repair. Reportedly, the instrument broke during the procedure. No details of how or where the instrument broke, however it was reported that a piece of the device disengaged into the patient surgical cavity. The piece was retrieved without difficulty. No patient injury reported.